Event description:
It was reported that one of the drill bits was purchased and the end broke off. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The additional evaluation visual inspection revealed that the fracture face is homogenous which indicates material conformity. No product fault could be detected. We found that the cutting edges of these devices are damaged and partially blunt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4). Device history record review was performed. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability.